Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy. A blood glucose measurement was not available. The patient was reportedly hospitalized and diagnosed with diabetic ketoacidosis. The reporter alleged the pump was unable to be primed and the insulin cartridge was leaking insulin from the bottom of the cartridge when it was removed from the pump. The patient reportedly received treatment with insulin via the insulin pump. The patient¿s health care provider reportedly made adjustment to the basal rate setting in the pump. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a cartridge leak.